Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was slowly increasing threshold and low impedance. The patient also complained of feeling dizzy when he bends over. The lead was capped and replaced. No further patient complications have been reported as a result of this event.